Manufacturer narrative:
H.6. Investigation: customer returned (1) 1cc, 8mm, 31g syringe in an open poly bag from lot # 8218538. Customer states that when the shield was removed the needle hub was separated and inside needle shield. The syringe was returned with the barrel tip-needle/shield section separated from the barrel, which was broken. A review of the device history record was completed for batch# 8218538. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. There were no quality notifications or maintenance dispatches noted that pertained to the complaint. Therefore, no root cause can be determined. H3 other text : see h.10.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated during use. This occurred on 3 occasions. The following information was provided by the initial reporter: material no. 328418; batch no. 8218538. It was reported that when shield was removed the needle hub was separated and inside needle shield. Verbatim: issue(s): found 2-3 syringes when removed the shield needle hub stayed within shield from this box. Date of event: (B)(6) 2019 for 1 of the 3 syringes sending mailing kit.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated during use. This occurred on 3 occasions. The following information was provided by the initial reporter: material no. 328418 batch no. 8218538. It was reported that when shield was removed the needle hub was separated and inside needle shield. Verbatim: issue(s): found 2-3 syringes when removed the shield needle hub stayed within shield from this box. Date of event: (B)(6) 2019 for 1 of the 3 syringes sending mailing kit.